Event description:
(B)(4). Same case as MFR ID: 2134265-2010-02922, 2134265-2010-03166, 2134265-2010-02920. Same patient as MFR ID: 2134265-2008-02730, 2134265-2008-02729, 2134265-2010-03169, 2134265-2010-03168, 2134265-2010-03170, 2134265-2010-03172 it was reported that post a stenting treatment procedure, the patient experienced chest pain and restenosis. The patient presented with silent ischemia and a positive stress test. Current medications included plavix and asa. The target lesion was "aggressive" restenosis of two previously placed express2 bare metal stents located in the totally occluded left anterior descending coronary artery (lad). The lesion was treated with placement of two unknown size taxus liberte stents in the proximal and mid lad. At 443 days post index procedure, the patient reported onset of chest pain. The patient was admitted to the hospital 95 days later for unstable angina and 4 days post admit, underwent angiography which revealed in-stent restenosis of the lad. It was treated at that time with balloon angioplasty and cutting balloon which restored good blood flow and resolved the event. The patient was discharged 5 days later. The patient was hospitalized for a total of 9 days. It is the opinion of the physician that the event is definitely related to the two express2 monorail study devices.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)